Manufacturer narrative:
Additional information: a1.

Event description:
On 13/nov/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with fluid overload due to drain complications during pd. There was an inferred allegation that this event was related to the performance of the liberty select cycler in the initial report. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 with fluid overload due to drain complications during ccpd therapy on the liberty select cycler at home. The reason for the patient¿s drain complications was unknown as the patient has been screened for pd catheter (not a fresenius product) complications, other contributing comorbidities and finally undergoing pd therapy on a new liberty select cycler that was performed without incident. The patient previously experienced catheter complications involving a migration of his catheter; however, this is not the present issue as he has undergone a kidney, ureters and bladder imaging study that showed good catheter placement and no other anomalies. Additionally, it was reported that the patient does not experience postural issues during pd or does not have any other intrinsic barriers to normal renal replacement therapy. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. The outpatient clinic was unable to determine the cause of the patient¿s drain complication leading to fluid overload and it could not be determined whether this event was due to a deficiency or malfunction of the patient¿s cycler or any other fresenius product(s) or device(s). The patient recovered from this event as he continues ccpd therapy on a newly received liberty select cycler without incident.

Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with fluid overload due to drain complications during pd. There was an inferred allegation that this event was related to the performance of the liberty select cycler in the initial report. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) /2025 with fluid overload due to drain complications during ccpd therapy on the liberty select cycler at home. The reason for the patient¿s drain complications was unknown as the patient has been screened for pd catheter (not a fresenius product) complications, other contributing comorbidities and finally undergoing pd therapy on a new liberty select cycler that was performed without incident. The patient previously experienced catheter complications involving a migration of his catheter; however, this is not the present issue as he has undergone a kidney, ureters and bladder imaging study that showed good catheter placement and no other anomalies. Additionally, it was reported that the patient does not experience postural issues during pd or does not have any other intrinsic barriers to normal renal replacement therapy. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. The outpatient clinic was unable to determine the cause of the patient¿s drain complication leading to fluid overload and it could not be determined whether this event was due to a deficiency or malfunction of the patient¿s cycler or any other fresenius product(s) or device(s). The patient recovered from this event as he continues ccpd therapy on a newly received liberty select cycler without incident.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of fluid overload. It is well established that pd patients are at high risk for fluid volume overload due to a multitude of potential causes. The root cause of this patient¿s fluid overload was unknown; however, there was no specified contributing deficiency or malfunction of any fresenius product(s) or device(s) upon follow-up. In the absence of the required information, the origin of the patient¿s fluid overload remains unknown and the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 13/nov/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with fluid overload due to drain complications during pd. There was an inferred allegation that this event was related to the performance of the liberty select cycler in the initial report. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 with fluid overload due to drain complications during ccpd therapy on the liberty select cycler at home. The reason for the patient¿s drain complications was unknown as the patient has been screened for pd catheter (not a fresenius product) complications, other contributing comorbidities and finally undergoing pd therapy on a new liberty select cycler that was performed without incident. The patient previously experienced catheter complications involving a migration of his catheter; however, this is not the present issue as he has undergone a kidney, ureters and bladder imaging study that showed good catheter placement and no other anomalies. Additionally, it was reported that the patient does not experience postural issues during pd or does not have any other intrinsic barriers to normal renal replacement therapy. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. The outpatient clinic was unable to determine the cause of the patient¿s drain complication leading to fluid overload and it could not be determined whether this event was due to a deficiency or malfunction of the patient¿s cycler or any other fresenius product(s) or device(s). The patient recovered from this event as he continues ccpd therapy on a newly received liberty select cycler without incident.